Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 325 mg/dl. Reportedly, the customer's health care professional is working with the customer on adjusting the pump settings. Customer delivered a bolus to address elevated bg levels.